Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10 therapy date: (B)(6) 2024. H6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip is broken. The broken fragment was not returned. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of thelcp drill sleeve 5 f/drill bits ø4.3 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history. Part # 323.042. Synthes lot # 2620338. Supplier lot # 2620338. Release to warehouse date: 08 may 2014. Supplier: (B)(4). No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the threads of the rafn impactor had broken off into the handle when inserting the nail into the femur. Another set was opened to get a new impactor and that one also broke. The threads were stuck in the retrograde handle so a replacement was needed for the impactors and retro handle. All broken parts were retrieved. There were no patient consequences. This report involves one (1) lcp drill sleeve 5 f/drill bits ø4.3. This is report 3 of 3 for (B)(4).